Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in early 2008. The lens was explanted nine months later, due to inadequate vaulting. The lens was exchanged for a longer lens.